Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump act button was not responding and received no delivery alarm. The customer blood glucose level was unknown. Customer states that they were unable to clear the alarm. Declined troubleshooting. The customer was advice to discontinue use of the insulin pump and revert to backup plan per. The device will be returned for analysis.